Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation. It was also noted that the patient was experiencing nausea and anxiety. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient had inadequate stimulation. It was also noted that the patient was experiencing nausea and anxiety. The patient underwent an ipg explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.